Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition revealed by the photographic evidence. The side rail panel was detached from the side rail mechanism. The patient's family member sat on the side rail which contributed to the side rail detachment. The instruction for use for citadel plus bed frame (document number: (B)(4)) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was detached. The bed frame was in use at that time. The complaint decided to be reportable due to allegation of side rail detachment. No injury was claimed. Date of event was estimated based on the awareness date.

Event description:
Arjo became aware of the event involving the citadel plus bed frame. Allegedly a family member broke the side rail by sitting on it. The bed was in use by a patient at the time of the incident. No injury was claimed.